Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose in the 40 mg/dl range at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the pump was not available at the time of the call. The customer has also been having high blood glucose incidents and needed assistance with adjusting basal rates. The insulin pump will not be returned for analysis.